Event description:
The customer reported a frozen screen on the insulin pump. The customer stated that she had an upgraded insulin pump with her, and stated that she would be setting it up. Advised the customer of the online training tools. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.